Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system the needle would not disengage. Verbatim: upon insertion, the style remained stuck and no matter how the rn maneuvered it, he/she was unable to retract back completely. Therefore, the entire catheter had to be removed and another IV had to be inserted.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-sep-2023. H.6. Investigation summary: bd received an unsealed 20 gauge nexiva single port units from lot 3116949 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the device was fully retracted and decoupled. Next, the engineer microscopically inspected the device and observed damage to the inside of the tip shield. The shape of the damage was known to be caused by a deformation of the material used during manufacturing. This deformation could cause material to be present in the path of the v-clip and prevent the v-clip from fully extending causing the needle to be difficult to disengage. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by a deformation of the material used to make the tip shield. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system the needle would not disengage. Verbatim: upon insertion, the style remained stuck and no matter how the rn maneuvered it, he/she was unable to retract back completely. Therefore, the entire catheter had to be removed and another IV had to be inserted.